Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir was difficult to insert into the insulin pump. The customer's blood glucose level was unknown at the time of incident. The customer reported that multiple reservoirs from different lots were difficult to insert into the insulin pump. The customer reported there was no damage to the reservoir ring. The customer reported no other visible damage and anomalies were found with the reservoirs. The insulin pump will be returned for analysis.

Manufacturer narrative:
No damaged reservoir tube noted during testing. The p-cap was able to lock in place. Device passed displacement test.